Manufacturer narrative:
A returned product evaluation was unable to be completed as no product was returned. Manufacturing records review could not be completed as the lot number was not provided. No further information was provided regarding the case or how the device was used. It is undeterminable what caused the event.

Event description:
Reported that on insertion of the guideliner the artery dissected. Physician was working on the right coronary artery and was going to stent it. He required more back up so used a guideliner. On insertion of the guideliner the artery dissected. Was unable to continue the procedure. Product was discarded. Current patient condition was reported as fine. Additional information received 28aug2019: doctor did not continue procedure after the incident and does not blame the product. Multiple attempts were made to obtain additional information for lot# and use of the device including confirmation of patient outcome and how the procedure was completed. No response has been received.